Event description:
The facility reports while transferring the resident from the bed to the wheelchair, the sling became unhooked on one side and the resident fell to the ground. The resident sustained an unspecified head injury. The resident passed away three days later. The lift was checked by the facility after the incident. The don was not aware of any scratches or dents. The customer also indicated the sling did not show any wear, tears, or modifications. Per the customer, the lift was working to specifications.

Manufacturer narrative:
Additional information will be provided, upon completion of the manufacturer's investigation.